Event description:
The customer reported a patient circuit occluded alarm. No patient involvement reported.

Manufacturer narrative:
Root cause (B)(6) 2017: the q1 shorted on the motor controller board created the 1201 error code.